Event description:
It was reported that the patient's device was removed as it didn't work. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3 9565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).